Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) lead had pulled back/dislodged. Reprogramming was completed and eventually a lead revision procedure was completed to reposition the leads. Both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.